Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown. The customer stated that the insulin did not exit and pump alarmed no delivery during manual prime. The customer was advised to replace the infusion set and reservoir as soon as possible. The insulin pump will not be returned for analysis.